Manufacturer narrative:
The customer¿s report of a pca overinfusion was not confirmed. Only the pca module event log was rceived for investigation; neither the module nor the pcu or pcu event log were provided by the customer, and as such, only limited information can be obtained from the log review. The pca event log showed that at 9:34 pm on (B)(6) 2016 the module was programmed for a pca dose only infusion. A 35ml monoject syringe with 24.5735ml detected was selected, and each request delivered 0.4ml. The program ran until 10:06 am on (B)(6) 2016 when the device was channeled off. During the time period there were 13 successful pca dose requests delivered, with an additional 99 pca dose requests which were not delivered due to having been made too early, during a lockout period. The root cause of the pca overinfusion was not identified. No devices were returned for investigation from the customer.

Manufacturer narrative:
The pcu event log and data set were received for investigation. The customer¿s report of a pca overinfusion was not confirmed. The pcu event log showed that the module was programmed with a pca dose only infusion of ¿morphine moderate-dose¿ 150mg in 30ml at 9:34 pm on (B)(6) 2016. A 35ml monoject syringe with 24.5735ml detected was confirmed. Each request delivered 0.4ml at 150ml/hr. The infusion ran until 10:06 am on (B)(6) 2016 when the device was channeled off. There were 13 successful pca dose requests delivered and 99 pca dose requests not delivered due to having been made during the lockout period. The volume recorded as being infused from the start of the infusion at 9:34 pm on (B)(6) 2016 until the time the device was channeled off at 10:06 am on (B)(6) 2016 was 5.2ml. The root cause of a reported pca overinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a patient "coded" from a narcotic overdose. The patient was intubated, placed on a narcan drip and transferred to the ICU. The physician later determined that the patient was in renal failure and the event was probably not related to the infusion device, but requested carefusion provide an event log review as part of their investigation. No additional information was provided.